Event description:
Patient had a uterine artery embolization for asymptomatic fibroids. Afterwards patient was in a lot of pain and the gynecologist was unresponsive. Patient had a pre-existing ovarian cyst that grew larger after the surgery. After the surgery, patient had an enlarged abdomen. Patient has not resumed normal menstruation since the surgry. Ir - told patient that women in their late forties might go into menopause. If patient had been told women in their late thirties might go into menopause patient would not had the surgery. Six months after the surgery, patient saw another doctor who did a fsh and it was in the 70's. The patient asked if the uterine artery embolization could be reversed.